Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the bands would not deploy. The nurse described the bands as if they were fused together so they could not deploy any bands. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2 (additional information): block b5 has been updated based on the additional information received on june 13, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the bands would not deploy. The nurse described the bands as if they were fused together so they could not deploy any bands. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on june 13, 2024: the speedband superview super 7 was used in the esophagus.